Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, results too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to decontaminate line 1 with new solution. For diagnostic purposes, the cta instructed the customer to centrifuge cal 1 and recalibrate. The calibration failed again. The customer was instructed to replace the calibrator and recalibrate. A follow-up with the customer indicated that the customer was able to achieve a successful calibration with the old calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.